Event description:
Keofeed clotted at 14:00, attempted to insert keofeed with difficulty and without success. At this time nose bleed was present. Again attempted to insert with resistance but keofeed progressed down. However, on checking placement by air bolus technique, it was unable to be verified. Upon removal of the wire, it was met with resistance once again and the nosebleed worsened with some hemoptysis. Stat kub was ordered. At that thime, wire was successfully removed with the keofeed tubing. Upon closer inspection, the wire was seen as protruding out of the keofeed tubing. Kub was cancelled. Heparin was stopped per physician order. Pt continued to bleed, physician was aware and pt was sent to surgery on 2/8/97. On 2/11/97 pt extubated, no ng feeding tube.